Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. Two kinks were found, one on the inner lumen within the membrane approximately 17cm from the iab tip and the other on the catheter tubing near the y-fitting approximately 73.7cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 68.6cm from the iab tip. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was manipulated post-procedure and a fiber optic sensor failure alarm was generated.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was manipulated post-procedure and a fiber optic sensor failure alarm was generated.